Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. The hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure using pod4s. During the procedure, the physician successfully placed a plug using non-penumbra microcatheter. The physician then was unable to advance a pod4 within the microcatheter and, therefore, the pod4 was removed. It was reported that the microcatheter might have been ovalized. The physician then found that the vessel was already shut down. There was no report of an adverse effect to the patient.